Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any details of treatment. The customer had disconnected from the insulin pump because they felt that the insulin pump was not helping the customer lower their blood glucose. The customer declined troubleshooting the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.